Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 150 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 288 mg/dl and 277 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2015 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1: 230mg/dl (B)(6) 2015 10:37 am. 2: 231mg/dl (B)(6) 2015 12:47 pm. 3: 342mg/dl (B)(6) 2015 10:37 am. 4: 277mg/dl (B)(6) 2015 10:33 am. 5: 217mg/dl (B)(6) 2015 10:33 am. Adverse event not reported.

Manufacturer narrative:
Internal report# (B)(4). Product under evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 150 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 288 mg/dl and 277 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2015 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.